Event description:
It was reported that cgm displayed error during use of sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received step-by-step guidance to reset pump, no further cgm error occurred after reset, and customer successfully started new sensor session.